Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was not recognized by the generator. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of cracked curved blade to related to the customer reported complaint. The instrument was found to have a cracked blade. The instrument also appears to have a detached fragment. As a result, instrument failed the energy recognition test. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid to or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. Additional observation(s) related to customer reported complaint: the instrument was found to fail energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it w as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly on 3 out of 3 attempts. Root cause is attributed to a cracked blade. The probable root cause is attributed to use conditions. Cracked blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks). This issue can be resolved by using an alternate instrument to complete the procedure.